Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported "door will not latch." Eval found add'l force required to close the door and if not applied unit would experience the reported symptom. The device was calibrated to correct this condition.

Event description:
It was reported that a spectrum infusion pump's door would not latch. It was also reported that there was no pt involvement.